Event description:
The customer reported that a pt expired while being monitored on the dpm central station with ambulatory telepack and there were communication delays within the system.

Manufacturer narrative:
The company rep evaluated the system and was unable to confirm the reported event. The system was tested to factory's specifications. It functioned normally and was returned to use.